Event description:
A report received from germany stated an 840 ventilator experienced an unresponsive keyboard. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The cse performed all the calibrations, the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the mfg specs. (B)(4).